Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator was not working, was not holding a charge, and was not connecting to the therapy app. Patient initially reported that they have been working on the issue for over a week, but later on the call patient stated it could have been 4 months ago. Patient stated that the light would come on while charging but would come off after a minute or so. Pt also said that the bluetooth light would come on when they tried to connect to the therapy app but would also go off. Pt stated they already left the communicator charged for days but still didn't work. Agent had patient close all apps and reset the communicator. During the call, patient tried pressing and holding the power button of the communicator twice, for more than a minute, but no light came on. Agent also asked patient to do a short press on the power button of the communicator but still no light came on. Agent had patient charge the communicator and patient confirmed that they were using a different power adaptor that only has 1 plug. Patient mentioned that they already tried using multiple chargers that fit and tried 'holding it while it's charged' but still not working. Patient confirmed that the communicator started blinking green light, so agent had patient connect to mystim app but while the communication was in progress, the light on the communicator went off again. Pt mentioned that the bluetooth light would sometimes come on when they try to connect to mystim app even when the communicator was completely off. Pt also stated that the screen would ask them to place the communicator over their implantable neurostimulator (ins), but they couldn't do it because the communicator would turn off when they unplug it from the charging cord. When patient disconnected the charging cord, the communicator went off, and they got a message not found. Pt mentioned that the communicator has been doing that a bunch of times. Patient stated that they needed to have an MRI on their foot, but they couldn't access the therapy app. Due to persistent issue and nature of call, agent sent a repair replace the communicator. Pt mentioned they currently don't a have managing doctor. Additional info received from patient that they had received the replacement communicator; however, they were still unable to connect to their implant. Patient described seeing what agent understood as eos message. Patient stated they spoke to rep who advised them to call their neurosurgeon, but patient also spoke to rep who advised them to call patient services, as rep stated their implant is good for 9 years so it must be a "glitch" in our system. Patient did not have external equipment with them at the time of call, so agent was unable to confirm message that patient was seeing. Agent reviewed information and advised patient to call back with equipment present to confirm. Patient stated they leave their therapy on all the time, but don't use it at a high level. Patient noted they remember having been told their ins battery should last for 3-5 or 4-5 years.